Event description:
Device malfunction: rc would not cross stent to retrieve filter basket. Time of malfunction: during the procedure, retrieval of filter basket. Symptoms/ae: none. It was reported that post stenting of the ric artery, during the filter basket retrieval, the shapeable tip design recovery catheter was unable to advance through the stent. The physician switched to the low profile flexible design recovery catheter and the filter basket was recovered without problem. There was no reported patient consequence. No additional information available. Study event.